Event description:
It has been reported via sales rep. That during the surgery, when the surgeon opened the box, there was no locking screw. It has been alleged that the box was empty. The surgery was finished with another item available with no more adverse consequences.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.